Event description:
It was reported by customer during regular check up that the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen not working. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and operated the pump with a balloon for one hour; no touchscreen or operational issues were observed, and all touchscreen icons functioned properly. As a precautionary measure, the fse reseated the touchscreen connections and performed touchscreen and display tests along with full functional testing. The unit passed all tests and was confirmed to be operating normally.